Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Analysis of the device found crystallized substance present in the inflation lumen and in the balloon. During functional evaluation, the balloon leaked. Analysis of the balloon revealed that it was ruptured. The entire length of the device was visually, microscopically and tactily examined and no kinks or damage was found on the catheter shaft. The catheter was conforming to its dimensional specifications. The device was returned with crystallized substances in the balloon lumen and balloon, believed to be an intravenous contrast agent and saline mixture. The balloon was also unfolded. Per the device directions for use: "do not prepare or pre-inflate the balloon prior to deployment, other than as directed. Use balloon purging technique described in the operational instructions." The balloon purging technique is performed to remove air in the balloon and balloon lumen, but does not instruct to pre-inflate the balloon. The relation of this to the reported issue could not be determined. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on review of the review and analysis of available the cause of the reported issue cannot be conclusively determined.

Event description:
It was reported that during preparation of the device, the balloon leaked. There was no patient involvement.

Event description:
It was reported that during preparation of the device, the balloon leaked. There was no patient involvement.

Manufacturer narrative:
Subject device is not available.